Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a2-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d4, d6 & d7: not applicable for this system. Block h3: at the facility, the fse replaced the ace card, tested, and returned for use. The ace card was returned for evaluation. Visual inspection found no damage observed. During functional testing, the component was connected to a lab system and recognized. When attempting to test in ivus mode, a hardware fault error citing code "ivacepi0016" appeared. Block h6: the probable cause of the reported error message is likely due to the electrical component failure since the intrasight system worked after the ace card was replaced. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight system was used in an emergent procedure. During use, an error message was displayed on the monitor, even after multiple attempts to reboot the system. The procedure was completed without the ivus system. No patient injury reported. This product problem is being reported because the system could not be used during an emergent case; resulting in a potential for harm due to the delay of the procedure.